Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 7/25/2019; electrode belt: 8/7/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient's wife was assisting the patient in putting the lifevest on after bathing when he lost consciousness. Review of the patient's download data revealed that earlier on the day of passing, the patient's rhythm was sinus rhythm at 75 to 100 bpm from 18:42:20 and 21:24:14 on (B)(6) 2020. The lifevest was shut down at 21:24:22. The lifevest was restarted at 22:06:51. Review of the patient's ECG recordings revealed that when the device was restarted, the patient's rhythm was ventricular fibrillation (vf) with CPR and motion artifact. The patient's rhythm remained vf until the electrode belt was disconnected at 22:17:35. The lifevest properly detected the vf, however CPR and motion artifact obscured the patient's rhythm and prevented the lifevest from delivering a treatment. It was reported that the patient's wife called ems. Ems attempted to resuscitate the patient without success. There is no indication that a device malfunction caused or contributed to the patient's passing.